Manufacturer narrative:
Approximate age of device ¿ 10 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2015. The patient was at home and was found with the lvad system disconnected from power leads and the percutaneous lead (driveline). Additional information was requested but was not provided.

Manufacturer narrative:
No product was returned for evaluation. Multiple requests for product return were issued to the customer with no success. A correlation between the device and the patient's death could not be conclusively determined. The reported power lead and driveline disconnections could not be confirmed as no log files were submitted for evaluation. It was reported that the patient was found at home with their power leads and driveline disconnected. The patient expired on (B)(6) 2015. Additional information was requested, but no further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing the file on this event.